Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently, blood loss was noted. The patient was undergoing a CT scan of the chest using an unspecified power injector to deliver an unspecified contrast media at rate of 4ml/sec. During the injection of contrast media, delivery stopped and the tubing split causing contrast and blood to come in contact with the patient and equipment. An unspecified amount of blood loss was noted. The tubing set was replaced with an unspecified high pressure tubing set and the procedure was completed. No reported adverse patient effects. No medical interventions were required. Though requested no further information was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.